Manufacturer narrative:
According to the available info this inflatable penile prosthesis was removed on 2/6/97 due to a "malfunction." No info regarding the implant surgery was provided. A resipump and two cylinders were returned for evaluation. Requests have been made for add'l info surrounding the incident, however, to date the requested info has not been received. Without the requested info, qa is precluded from commenting on the events surrounding the incident. Should add'l info be received, qa will re-evaluate this complaint in accordance with procedures. Examination and testing of the returned components revealed no functional abnormalities. Based on this qa concluded that no functional abnormalities contributed to the reported event. Because the limited info provided die not indicate what factor(s) may have contributed to this event, qa is precluded from determining the cause of the reported "malfunction."

Event description:
The device was removed due to a "malfunction." As reproted to co, the entire 2-piece inflatable penile prosthesis was removed and replaced with another co's 2-piece inflatable.